Event description:
A valiant navion stent graft was implanted for the endovascular treatment of a thoracic dissection . It was reported about 5 months later, a follow up CT identified a proximal type ia endoleak. The patient was also noted to have mitral valve insufficiency and khe. Intervention was completed with a frozen elephant trunk procedure performed for the type ia endoleak almost completely covering the navion graft. Immediately after the stenting proximal entry seal was achieved. Some contrast was noted distally via the false lumen which resulted in a proximal endoleak. Per the physician the cause of the type ia endoleak is undetermined. The proximal endoleak post the elephant procedure was noted as not related to the navion graft. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
B5; additional information recieved ; it was confirmed after the frozen elephant truck was performed, the proximal endoleak resolved. It was confirmed the endoleak had occurred post tevar with insufficiently stented subclavian artery and this was confirmed by the frozen elephant trunk. The patient was initially diagnosed with marfan syndrome, antra ascendants aneurysm and aortic valve insufficiency 9 years prior to the tevar. The patient had the valiant navion stent graft implanted to treat a type b aortic dissection. The frozen elephant trunk, aortocoronary bypass and mitral valve replacement were performed on the same date about 4 months after the index procedure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Core lab review of CT imaging from approximately 4 months post index procedure observed no endoleak, fracture, stent ring enlargement or stent ring migration. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.